Event description:
It was reported that a consumer called on (B)(6) 2015 hysterical and yelling that it feel like "someone sprayed mace in her eyes." The consumer experienced burning and stinging in both eyes after her first time using the solution. The consumer said she used the product like "any other solution" and placed the solution directly into her eyes. The consumer admitted to product misuse however she demanded that the product should be taken off of the market and that it is not user friendly. Additional information received from the consumer via phone conversation on (B)(6) 2015 stated that she sought medical attention at her local urgent care facility on (B)(6) 2015 since her eye care provider was unavailable. The consumer was prescribed an antibiotic drop from the treating physician. The consumer refused to provide treating physician¿s name or contact information. She was advised to follow up with her local eye care provider that week for a follow up appointment. Consumer states she had not scheduled an appointment at that time and was irate when questioned about that information. When asked how the her eyes were at the time, the consumer said that she was improving since instilling the eye drop that she was given on (B)(6). Additional information received from the consumer via email on (B)(6) 2015 stated that her eyes seemed to be getting better, but were still a little ¿filmy¿, and she had not resumed lens wear. She was continuing to use the antibiotic eye drops that she received from the urgent care; four drops a day in each eye. The urgent care doctor did mention that she should probably use something with a steroid, but no other medication had been prescribed at the time. Additional information received from the consumer via email on (B)(6) 2015 stated that the optometrist diagnosed this event as a chemical burn. She also noted that the optometrist had a bottle of the solution in his office that had an extra red cardboard warning around the cap, while the bottle that she purchased in the store did not. A receipt of her doctor visit from (B)(6) 2015 was received on 04/24/2015 which stated that the diagnosis was conjunctivitis nos and acute nasopharyngitis (common cold). Additional information received from the consumer via email on (B)(6) 2015 stated that she had ¿another eye infection¿ (however there was no mention of a previous eye infection) and the doctor does not think her eyes had fully healed. She had additional follow-up with him pending for the ((B)(6) 2015). Additional information received from the consumer via email on 05/04/2015 stated that the consumer had to go back to the eye doctor that week ((B)(6) 2015, as she mentioned in the previous email) because the soreness/burn was not healing as well as they first thought. Additional information received from the consumer via email on (B)(6) 2015 stated that she was very upset about the product packaging that caused a chemical burn that has not yet healed. Additional information received on 05/14/2015 from the consumer's ecp in the form of the completed adverse event form. The form stated that the event occurred about (B)(6) 2015 and there were no other contributing factors to the event. The consumer's wear schedule was daily wear with monthly replacement lenses. The consumer experienced moderate foreign body sensation, moderate redness, watery discharge, mild corneal staining with an extent of <50%. The clinical diagnosis was chemical keratitis and the consumer was prescribed a lubricant eye drop for use in both eyes every two hours for three days. The issue resolved and lens wear resumed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. One retain sample was inspected and there were no anomalies noted. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).